Event description:
Unauthorized return of (B)(4). Additional information---1. Please confirm that product will be returned for investigation. Was sent back on 3-3-14 2. Can you describe the product problem in greater detail? Stapled but did not cut and had to re-staple with an endogia 3. Was any reinforcement material used in conjunction with the stapling device? No 4. If yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? 5. What surgical procedure was being performed? Laparoscopic appendectomy 6. What was the date of the procedure? (B)(6) 2014 7. What is the patient age, weight, gender? (B)(6). Was there any unanticipated tissue loss as a result of this problem? A very small amount of tissue loss 9. Was there any tissue damage as a result of this problem? No a. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? 10. Was there blood loss of 500cc or more due to the product problem? No 11. Did any additional blood loss resulting from this product problem require a blood transfusion? No 12. Was surgical time extended by more than 30 minutes due to the product problem? No a. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one multifire endo ta¿ 30-2.5 12mm stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was a no cut during the appendectomy procedure. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned sample confirmed the product met quality release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the stapler stapled but did not cut. The physician had to re-staple the surgical site with a new stapler. A very small amount of tissue was lost due to this problem. There was no tissue damage. There was no blood loss of 500cc or more. Surgery time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).